Manufacturer narrative:
It was known to the manufacturer and identified only when the device was returned on 02/08/2016 and inspected that the tip of the guidewire was broken off and missing. Close observation of the device revealed that the guidewire was broken off at approx. 3mm from tip end due to clockwise rotation. During processing of this complaint, attempts were made to obtain complete event and the procedure, however no further information could be obtained in addition to this report. The missing broken fragment is highly supposed to left in the patient anatomy. Lot history review could not be performed as no lot information was available. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the outcomes of the investigation of the returned device, it is presumed that rotational manipulation was continuously made to the guidewire of which tip might be trapped in the lesion or in vessel, resulting accumulation of force and breakage of guidewire when the force exceeded the product design limit warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, decoiled, there was no pt. Impact.